Manufacturer narrative:
Received 1 used silicone catheter only. The reported event is unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects and no cuff roll was observed. During the functional evaluation, the balloon was inflated with air and deflated, and a cuff roll was not formed. Subsequently, 10cc of a mix of water and blue methylene was introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. It was allowed to deflate on it's own, and the cuff roll was not formed. During the dimensional evaluation, the "active length" was measure and the results are as follows: short side= 0.6900¿, long side=0.7040¿ (per (B)(4) the active length is 0.6¿ to 0.9¿). The catheter's active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient. Product, or procedural details to bard.

Event description:
It was reported that the product caused pain upon removal. The complainant stated that the catheter developed a "cuff" upon deflation, and was difficult to remove, causing pain to the patient.